Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: evaluation revealed cs 127 illegal battery alarms observed in the bb history. During testing, the pump powered on and immediately emitted a cs 127 illegal battery alarm. Investigators were unable to complete test steps due to cs 127 illegal battery alarm. The reference voltage at pcb component c38 was found to be low. C38 component removed from pcb and the pump was rebooted. The pump powered on to the ¿verify¿ screen appropriately. Defective c38 component confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.